Event description:
Customer reported a potential biohazard when using the coulter ac-t diff 2 analyzer. Fluid was remaining on the top of control and sample tubes when running in a closed vial whole blood mode. Operator was wearing personal protective equipment (ppe). There was no exposure to mucous membranes or open lesions with the fluid on the top of the control and sample tubes. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The operator bleached the aspirate probe. This did not resolve the problem. Field service engineer evaluated the analyzer and identified that the probe wipe tubing was blocked. The problem was resolved by replacing the probe wipe tubing. Root cause was the blocked probe wipe tubing. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.